Event description:
High pacing lead impedance was observed. Isometrics and tapping on the header did not produce any noise. X-ray to verify the lead position was discussed. The lead remains implanted.

Manufacturer narrative:
Na